Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 4: it was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing and blood leaked leading to insufficient specimen. The sample was recollected. There was no other health impact or consequences reported.

Event description:
Report 3 of 4: it was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing and blood leaked leading to insufficient specimen. The sample was recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-jan-2026. Investigation summary : bd received 6 samples for investigation, and a visual examination of the six returned samples did not show any signs of damaged tubing. Additionally, 10 retained samples were visually inspected, and no damaged tubing was found. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure mode: damaged. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.